Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous left common iliac artery (cia). A 10.0 x 40mm, 135cm mustang balloon catheter was used for dilatation. The physician initially inflated the balloon catheter at 6 atmospheres. However on the 2nd inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a 10x20mm, 135cm mustang balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).